Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with insulin via the pump and continued to use the pump for insulin therapy.